Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(4) (r863463901, r863834301, r870337301, r870336401). It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. During implantation into the previously implanted non-abbott valve, the valve was difficult to position and slippery, risking precise placement. While switching and loading a 27mm navitor valve, the patient became unstable, with drop in blood pressure likely due to acute ventricular tachycardia following fast pacing, which was successfully converted back to sinus rhythm after defibrillation. The 27mm navitor valve was successfully implanted with a depth of non-coronary cusp/ncc 3mm, left-coronary cusp/lcc 4mm. On (B)(6) 2024, it was noted that the patient had a left hemiparesis ischemic stroke. No treatment was provided. The patient is stable. At discharge the patient suffered from weakness of the left leg and was ongoing unable to walk longer distances (>20m) as before the procedure. On (B)(6) 2024, the patient had significantly increased retention parameters in the sense of acute renal failure with pre-existing chronic renal insufficiency. Medication was adjusted. The patient also had elevated inflammatory parameters, anti-infective therapy with piperacillin was initiated. A comprehensive focus search, which remained without conclusive findings.

Manufacturer narrative:
H6: adverse event problem: medical device problem code: removed code 2993 adverse event without identified device or use problem. An event of left hemiparesis, ischemic stroke, renal failure, hospitalization, and infection was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information, the cause of the reported renal failure, stroke, hemiparesis, and infection could not be conclusively determined. It is possible pre-existing patient condition contributed to the event; however, this cannot be confirmed. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances as the patient was admitted and medication was administered. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, ¿the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve.¿

Event description:
Crd_1003 - vantage eu0740-1058 (B)(6). It was reported that on (B)(6) 2024, a 25mm nivator valve was selected for an implant. The device was initially planned, but during implantation into the perimount prosthesis. The valve was difficult to position and slippery, risking precise placement. While switching and loading a 27 mm navitor valve, the patient became unstable, with drop and blood pressure likely due to acute ventricular tachycardia following fast pacing. Which was successfully converted back to sinus rhythm after defibrillation. The 27mm navitor valve was successfully implanted with a depth of non-coronary cusp/ncc 3mm, left-coronary cusp/lcc 4mm. On 27 sept.. 2024, it was noted that the patient had left hemiparesis ischemic stroke. No treatment was provided. The patient is stable. At discharge the patient suffered from weakness of the left leg and was ongoing unable to walk longer distances (>20m) as before the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.